Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a no image. There were no reports of patient involvement

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: e1 (telephone number), h2, h3, h4, h6 and h11. The device was returned to the regional repair center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there was a smear in the image. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. For the newly identified malfunction reported as ¿there is a smear in the image¿, it was due to a deformation of cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.